Event description:
It was reported that guidewire entrapment occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. The guidewire used was a 0.014x300cm thruway guidewire. The catheter insertion and purging steps were performed correctly. Femoral arterial access was performed, and an antegrade catheter was inserted to perform atherectomy from proximal to distal. The first step was performed with closed blades. When performing the second step, the system stopped and did not advance. The rex maneuver was performed to retract the catheter and advance it again, but it stopped again. The catheter was withdrawn, and it was evident that the guidewire was stuck. The procedure was completed with conventional balloon angioplasty. No patient complications were reported, and the patient was in excellent condition.